Manufacturer narrative:
During device examination, the following additional issues were found: the elevator channel plug was loose; the scope cylinder was discolored; the up/down knob was scratched; switch button 1 was cut; the objective lens was scratched; the adhesive around the objective lens was cracked; the connecting tube was scratched; the universal cord was buckled; and the adhesive on the bending section cover was detached. During functional testing, the device relayed an image with white dots due to damage on the charge coupled device. In addition, the bending angle in the up direction did not meet specifications due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a gap was found in the adhesive on the distal end. In addition, a gap was found in the adhesive between the acoustic lens and ultrasound probe. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.